Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported the device had minimal pacing and rapid battery depletion. It was also reported the battery voltage had decreased from 2.91 v in fall of 2009 to 2.65 v on (B) (6) 2010. No patient complications were reported as a result of this event.